Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was trying to manipulate the stimulator with the remote control, but was unable to pair the device and was at the hcp office for instruction. The stimulator had been turned off, likely from manipulation during the surgery, but they were able to reset and they were feeling the stimulation in the perineum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it had to be reset. To resolve the poor communication screen and por, they reprogrammed the programmer.

Event description:
Patient reported that they were having poor communication on the patient programmer. Patient stated she has seen poor communication before because she wasn't sure how to use it. Patient said she had a hard time with the antenna and was putting it in the wrong place. It was noted that antenna was securely placed directly over the implant on the skin but did not resolve the reported issue. Patient also reported having por-power on reset when she went to turn stimulation down. Patient said stimulation was not uncomfortable and that hcp told her if stim was left to high, it can eventually stop muscle function. Patient said she discussed with healthcare provider (hcp) at her appointment next tuesday. The patient reported a little leakage since implant. Patient said she was going to turn stim down today and that hcp directed patient to adjust whenever she wanted to and according to how they felt. Patient said she was not having issues and she hadn't had leakage in the past week, so patient wanted to turn stim down "just because." Patient said leakage has been controlled since implant and that hcp told her patient may still have a little bit of leakage. Patient said leakage has been way better than prior to the implant, but there is still a little. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.